Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 272222, mfd. 12/03/14, expires 2019-12,(B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# 343337, mfd. 03/28/15, expires 2020-03, (B)(4).

Event description:
The patient had a previous lumbar fusion that did not relieve the pain in her legs, so in (B)(6) 2016, the surgeon performed a right side si joint arthrodesis on the patient placing two implants which relieved the pain initially, but the pain later returned. The surgeon determined that the implants were not loose and were well positioned and didn't believe the si joint was the pain generator, but the patient wanted them removed regardless. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants, both of which were solidly fixed in bone and required chisels to remove them. The status of the patient following the revision procedure is not yet known.